Event description:
Per the clinic, the patient experienced ongoing infection at the implant site. The patient underwent a revision surgery on (B)(6), 2014, to remove the electrode array that was initially left in place for future reimplantation during explantation surgery on (B)(6), 2012, (reported with MFR. 6000034-2012-02434).

Manufacturer narrative:
(B)(4). Device not available for analysis.